Event description:
Reported by rn: "rn and I had a patient today who required port access. The only available huber was a 20-gage x 3/4". The thing is terrible! It is unstable. During rn's attempt at insertion the needle came out after they had access. I had to repoke the patient, and she is an extremely anxious patient, and I gained access but don't feel as though the set-up is at all stable."